Event description:
This pt has a history of enlarged cochlear aquaduct syndrome. They were adequately immunized against bacterial meningitis. They developed viral meningitis 18 months after implantation. The pt is currently hospitalized.